Event description:
It was reported that during a lumbar spine diskectomy, that the bur broke. It was further reported that the broken piece of the bur was removed via suction. It was reported that the surgery was completed successfully.

Manufacturer narrative:
The bur subject to this alleged event was returned for eval. The device eval is anticipated, but not yet begun.